Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.

Event description:
The customer reported to vyaire medical problem with bellavista 1000 neo getting technical failure 401 (inspiration valve or device leaky alarm). Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Results of investigation: vyaire medical was not able to verify the customer complaint. The suspect device was not returned for investigation. Log file analysis tool was utilized. However, exact issue is unclear as no further updates received from customer. Root cause is not determinable.